Manufacturer narrative:
Correction: the device has not been returned for analysis as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve showed evidence of blood contact. The valve stent posts appeared deflected and oval-shaped. All leaflets were in open position. All leaflets were flexible. The right cusp and non-coronary cusps were intact. All commissures were intact. Tears on the left cusp were observed that may have been due to a puncture or laceration by a sharp instrument such as forceps used during the implant procedure. A 3 mm vertical tear was observed on the midsection of the cusp. A 10 mm horizontal tear was observed along the lunula towards the non-coronary left stent post. There did not appear to be any missing tissue. The device was visually inspected by manufacturing quality. Conclusion: prior to release for distribution, each mosaic valve must pass coaptation tests to insure there is no significant impairment of flow characteristics or damage of the leaflets, which includes cuspal tear. Each valve undergoes 100% final inspection on tissue characteristics that may be impacted by improper tissue geometry, i.e. Crowding, gapping, tall commissure, distortion, bulging, etc. Therefore, it is mostly unlikely that the tear occurred during manufacturing or prior to distribution. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information and analysis results of the returned device, the clinical observation was confirmed. The probable cause of the tear could be related to the implant procedure contact with a sharp instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this aortic bioprosthetic valve, the valve was removed due to a torn leaflet. No replacement device information was reported. No additional adverse patient effects were reported.